Manufacturer narrative:
The complaint notification associated with this device described that there is a bearing/bushing issue on proximal end of this knee joint. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at manufacturer's after sales service center on july 20th, 2017. After evaluation, we can confirm that the bolts in the upper posterior section of the knee joint were loose. An exact reason for the loosening of the bolt could not be determined. In this specific case the failure did not lead to a fall and/or serious injury, but it could cause or contribute to a serious injury if it were to recur. Therefore, we report this failure according to guidance for industry and FDA staff on "MDR for manufacturers" chapter 2.15.

Event description:
Knee joint was sent in for repair. Customer stated that there is a bearing/bushing issue on proximal end of this knee joint. No serious injuries were sustained as a result of the failure and no medical treatment was required.